Manufacturer narrative:
Compromised force sensor system alarm during the prime test at 4 lbs and motor error alarm during the basic occlusion test due to moisture damage force sensor resistor. Also found moisture damage on the motor assembly, keypad traces and lcd glass noted. No moisture damage on the radio frequency board, motherboard, interface board, vibrator and battery tube assembly during visual inspection noted. Unable to perform the occlusion and excessive no delivery test due to compromised force sensor system and motor error alarm. The insulin pump was received with broken battery cap, cracked case at the display window corner, partially broken reservoir tube lip, cracked reservoir tube, broken belt clip slot, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and that the insulin pump alarmed motor error. The customer was admitted on (B)(6) 2017 at 11:00 p.m. With an unknown blood glucose level. The reporter stated that the outcome of hospitalization was insulin drip. The customer was not wearing the insulin pump during hospitalization but for only less than 48 hours. The reporter added that the customer went the shower with the insulin pump on, the battery cap was stripped, and that the reservoir compartment and screen was cracked. Troubleshooting for the high blood glucose and motor error was declined. Troubleshooting for damage was performed for the damages reported. The reporter was advised that the insulin pump needed to be replaced and was advised to have customer discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.